Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable, which was reproduced during evaluation. The cause was determined to be a keypad not working. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the numbers 0,1,2 and 3 keys on the keypad were not working and the key membrane sounds damaged or stuck. The symptom occurred in the medical surgical vineyard 4th department. There was no known patient injury or medical intervention associated with this event. No additional information is available.